Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the articular surface was revised due to the spine breaking off of the component.